Event description:
It was reported through the research abstract ¿heartmate 3-challenges in ventricular tachycardia ablation" that the heartmate 3 (hm 3) lvas may be related to death. This was a cohort study, which included patients implanted with an hm3 (n=19). A total of 11% of patients died.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the same as published date (june 2021) since date of data collection was not provided. Device was implanted at time of event. Article information: sabbag a, et al. Annual congress of the european heart rhythm association, ehra 2021. Doi: http://dx.doi.org/10.1093/europace/euab116.077 sheba medical center, heart institute, ramat gan, israel and center for experimental cardiovascular research, prague, czechia. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas¿s and ventricular tachycardia (vt) ablation could not conclusively be determined through this evaluation. A research article abstract was received titled ¿heartmate 3 ¿ challenges in ventricular tachycardia ablation¿, which reported the following information. The purpose of this study was to describe clinical characteristics, procedural details, specific challenges, and outcomes in patients with heartmate 3 referred for vt ablation. The data was collected from patients implanted with heartmate 3 who underwent vt ablation in 7 tertiary centers. The data included baseline characteristics, procedural data, mortality, and arrhythmia-free survival. The study included 19 patients with low left ventricular ejection fraction and presented with vt. A total of 32 vts were mapped and successfully ablated. It was noted that the large pump housing tends to obscure clear visualization of the apical region in fluoroscopy. The patients were followed up 429 days after the procedure and 5 patients underwent redo vt ablation due to recurrent vt ablation and 2 patients died. It concluded that vt ablation in heartmate 3 patients is feasible and safe when done in the appropriate setup. Long term arrhythmia free survival is acceptable but not well predicted by non-inducibility at the end of the procedure. The study referenced consisted of 19 heartmate 3 lvas patients; therefore, the specific device and other case/patient information is not available and was not requested. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including the recommended international normalized ratio (inr). No further information was provided. The manufacturer is closing the file on this event.